Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the brady lead was performed in which result indicated that no product performance anomaly was noted. Moreover, wire insertion test was unsuccessful likely due to dried blood/body fluid or possible agglomeration of blood/body fluid, guidewire coating and insulation. Further, the lead passed all tests.

Event description:
It was reported that this brady lead was not successfully implanted due to a unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported. Additional information was received from the field representative indicating that this lead would not track correctly and that there was no specific allegation noted with the lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the brady lead was performed in which no product performance anomaly was observed.

Event description:
It was reported that this brady lead was not successfully implanted due to a unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.